Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. When the device was deployed to basket a spline inversion was observed. The device was removed form the patient to manually fix the issue. It was not possible to fix the splines so the catheter was replaced, but when removing the wire it was found to be stuck. A new catheter was used to complete the procedure. No patient complications were reported. The device is expected to return for analysis.